Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the research coordinator that the pt experienced power limit advisory alarms and the pump stopped. The pt was hand pumped and then placed on pneumatic support using a stroke volume limiter (svl) and drive console. The pt was awaiting a heart transplant, but since he was not able to receive a heart at that time, a decision was made to exchange the pump, and the pt's lvad was replaced with another lvad. The pt remains ongoing with the lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.